Manufacturer narrative:
Received: one new. List #142540489, primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch; lot #13684576. There was no leakage on the new set. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 date returned to manufacturer: 12/7/2023.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch. As per the report, there was chemotherapy leaking from the filter. The event occurred during use on a patient. The product was used for 1 hour when the patient noted leaking on the chair side table. The product was not reprocessed or re-sterilized prior to use. There was patient involvement, and there was a delay in therapy. No adverse event reported and there was no patient harmed as a result of the reported event. This is the third of four reports.